Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-30 additional information was received from the patient stating that the cause of the therapy turning off was unknown. The patient stated that to resolve the issue they bought a back-up battery for their home wi-fi. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced therapy stimulation turning off after 72 hours and urinary incontinence, as described by the patient. The patient expressed confusion regarding therapy adjustments and reported that the therapy stopped working every 2-3 nights for the last two weeks. It was also noted that programs were not set up on the device. The agent reviewed general therapy information and offered to assist with adjusting stimulation, but the patient refused further assistance and disconnected the call. In a subsequent report, the patient stated that the therapy had been effective for a couple of months but recently began stopping every 2-3 nights. The agent confirmed that the therapy was remaining on and discussed that the device does not have the ability to turn off by itself unless programmed to do so by a healthcare provider. The patient had attempted to increase and change programs and later confirmed that all seven programs were available. The agent explained the programs, advised the patient to maintain stimulation and adjust as necessary, and redirected the patient to a healthcare pro vider.